Event description:
It was reported that a folfusor did not fully infuse. The nurse filled the folfusor with ticarpen and nacl. After infusion the device was identified to still contain 30 ml of the mixture. This resulted in the patient not receiving the entire dose. There was no report of clinical consequence to the patient, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13h017 was manufactured august 8, 2013 - august 12, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The folfusor was received for evaluation. A visual inspection and flow rate testing were performed. The device was found to flow within specification. The reported condition was not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.